Event description:
The complainant reported that a pt, had a prima zi abutment placed on (B)(6) 2011 at an unk fdi dental site. The abutment was reported to have fractured on (B)(6) 2011. The complainant reported that the implant remained viable in the pt and that the abutment and crown were successfully replaced. It was also reported that there was no adverse effect on the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The device has not yet been returned for eval. This product is supplied by keystone dental as a non sterile device, consequently, there is no expiration date noted. A f/u medwatch form will be submitted if the device is received for eval at a later date. Keystone (B)(4).